Event description:
It was reported to boston scientific corp in 2009, that a resolution clip device was to be used during a hemostasis procedure performed the same day. According to the complainant, after unpacking, the device could not be opened. The procedure was completed with another resolution clip device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.